Event description:
Clinic personnel were monitoring a pt's ECG, with the device in lead ii, whose condition was described as conscious and alert. According to the rptr, aprox 40 minutes after initiating pt monitoring, the device's crt display and chart recorder indicated an ECG which did not match pt's clinical appearance. The rptr stated the device's lead select switch was cycled through, after which the device operated properly. No adverse affects to the pt were reported as a result of the alleged malfunction.